Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an undefined cartridge alarm wiith multiple cartridges during the load process. The customer's blood glucose level was not impacted. The customer was able to load a new cartridge and resume insulin delivery.